Manufacturer narrative:
This report is for an unknown 7.3 mm screw/unknown lot. Part of the device remained in the patient; device not considered explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient originally underwent an unknown procedure on an unknown date to treat a slipped capital femoral epiphysis (scfe). This condition was due to a shift in the patient's growth plate. On an unknown date, the patient experienced pain and a hip scope was performed. The results of this procedure indicated the need for hardware removal on (B)(6) 2015. During the revision surgery, one 7.3mm screw was difficult to remove from the proximal femur. The surgeon first attempted to remove the screw with a t-handle chuck but was unsuccessful; the t-handle either disengaged or became detached for the body. The first t-handle chuck was fitted with the cannulated screwdriver shaft and turned in reverse. The surgeon then attempted removal with three (3) additional t-handle chucks which also did not work and left the screw stripped. The surgeon opted to use a midas rex high speed drill to remove the screw head, leaving the screw shaft in the patient's proximal femur. The complained event resulted in a surgical delay of thirty to forty-five (30-45) minutes. This report is for an unknown 7.3 mm screw. This is report 5 of 5 for(B)(4)4689.

Manufacturer narrative:
Date of this report: initially reported as (B)(6) 2015; should have been (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.